Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of ¿power on reset¿ on (B)(6) 2014. The battery cap that was returned with the pump for investigation was found to measure within the required specifications and secured to the pump properly. The pump was exercised for 24 hours without power loss or rebooting. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior components of the pump. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump was restarting on its own. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.